Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: traveler nc 3.0x12, guide wire: bmw universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. .

Event description:
The reported procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending coronary artery. A 3.0 x 18 mm xience prime stent was deployed at 10 atmospheres and was post-dilated with a 3.0 x 12 mm nc traveler balloon dilatation catheter. After post-dilatation, a proximal edge dissection was noted. A 3.0 x 15 mm xience prime stent was used to cover the dissection successfully. There was no adverse patient sequela reported. No additional information was provided.